Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Event log was reviewed and confirms the abrupt loss of power. This complaint was reviewed, and the return product evaluated and determined to be included in CAPA #it2023-15. The event log reviewed confirms an abrupt power off issue instead of the initial reported complaint code. The event log which typically showed a sequence 1) off and 2) on, shows an incomplete occurrence where the event log line for on is not accompanied by the expected event log line for off. This complaint is being closed to be investigated under the CAPA.

Event description:
On 8/1/2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Device was returned.